Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-24626. It was reported the patient presented after experiencing syncope. It was discovered the pacemaker and lead were intermittently pacing. The pacemaker and lead were explanted. There were no patient consequences.

Event description:
New information noted the patient had deceased. The cause of death was unknown.